Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This report has been submitted by the importer under this MDR report number 2429304-2025-2429304-2025-00149-00.

Event description:
It was reported during sedation of a therapeutic large stone removal the basket was stuck in the common bile duct and the basket enveloped the stone, wires /sheath twisted, wires had to be cut, gi doc dilated the common bile duct multiple times, until finally stone was released 2 hours later resulting in a procedural delay.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated field: b2 - outcomes attributed to ae from other serious and required intervention to required intervention only. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.